Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 a visual examination of the returned g7 osseoti 3 hole shell identified damage to the lip of the device, and a scratch to the inner radius. It is unknown if the damage occurred prior or during the assembly attempts. An examination of the provided pictures of the liner showed that it had a large dent and many scratches. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were also reviewed for compatibility, and no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00106.

Event description:
It was reported that the issue was a both a seating issue and technical error. There was a problem with the soft tissue and surgical technique (care of soft tissue). At first, the soft tissue and surgical technique resulted in a mis-placed metal liner. The surgeon then tried to remove the metal liner but was unable to remove it using the normal technique, and direct tapped the metal liner. The surgeon's tapping made it even more difficult to remove. The surgeon finally removed the shell and liner together. The surgeon pointed out that there was no way to make the extraction easier. There were no comments from the surgeon whether there were any patient contributing conditions related to the event. It was also reported that the surgical techniques were utilized, but it is possible that there were a few mistakes. Information regarding any patient effects was not available from the surgeon. The surgeon completed the surgery using other products. No additional information.